Event description:
The customer contacted stryker to report that their device would not connect to defibrillation pads. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated and verified the reported issue. It was determined that the analog pcb assembly was the cause. The device was unrepairable, and the customer received a replacement device. The returned device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device would not connect to defibrillation pads. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.